Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h6, h10,h11. H6 correction: patient codes have been changed to no consequences or impact to patient. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. There were no consequences or impact to the patient.

Event description:
The hospital reported a 7mm extended length endoscope s/n (B)(6) used for endoscopic vein harvesting procedure image was blurry. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported a 7mm extended length endoscope s/n (B)(4) used for endoscopic vein harvesting procedure image was blurry. The hospital did not report any patient effects.